Manufacturer narrative:
Device passed displacement test and self test. Device received with moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump was exposed to moisture. The customer¿s blood glucose level was unknown. The customer reported that they jumped into the poll and the insulin pump was not working. Customer reported that the pump was exposed to fluid or moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The customer insulin pump will be returned for analysis.